Event description:
Caller reported a malfunction on pump with fault code malf 16 and fault ID 0x2a44. There was no adverse impact to the customer's blood glucose level as it did not exceed critical thresholds. Customer was advised by technical support to put pump into storage mode and return it to tandem using the provided return box and label. Meanwhile, customer will use multiple daily injections as a backup therapy and was informed that a replacement pump with updated software was sent. Customer acknowledged the need to program settings and connect cgm to the replacement pump.